Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The pump case is damaged due to a hard mechanical impact during use. The check button was damaged by a pointy object which resulted in a faulty snap dome. The check button is always active, and due to this problem, the other buttons are non-functional.

Event description:
On (B)(6) 2013, it was reported that the check button on the pt's infusion device was not functioning, the device displayed a3 (set time/date), but the pt could not confirm the alert due to the check button not functioning. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.